Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2015-23496. It was reported the patient has two leads one lead was unable to provide stimulation and diagnositcs indicated high and low impedance readings, the patient underwent surgical intervention where the lead was explanted and replaced. Effective thereapy was restored postoperative. Please note it is unknown which of the patient's leads refected the impedance issues, therefore, both are being reported.